Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The found false upstream occlusion alarms could not be reproduced through further testing. The event history log did contain entries for upstream occlusion. Physical inspection found cracks in the upstream sensor tail pins which can cause false upstream occlusion alarms. The upstream sensor assembly, which contains the failed tail pins, was replaced.

Event description:
During baxter's functional testing, a spectrum pump falsely alarmed for upstream occlusion. There was no patient involvement.